Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A69935, a69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, vaginal bleeding, polycystic ovary, dysfunctional uterine bleeding, vulvovaginal human papilloma virus infection, sexually transmitted disease, uterine bleeding, spotting vaginal and menstruation irregular. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish, emotional anguish / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / physical pain"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (d & c hysteroscopy with novasure endometrial ablation- (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, anxiety, depression, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion no evidence for contrast leakage around the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, menorrhagia. Lot number: a69935; manufacturing date: 2012-11; expiration date: 2015-11. Lot number: a69936; manufacturing date: 2012-11; expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A69935, a69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, vaginal bleeding, polycystic ovary, dysfunctional uterine bleeding, vulvovaginal human papilloma virus infection, sexually transmitted disease, uterine bleeding, spotting vaginal and menstruation irregular. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish, emotional anguish / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / physical pain"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (d & c hysteroscopy with novasure endometrial ablation (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain, anxiety, depression and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patients treatments for bleeding. Essure confirmation test conducted on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion no evidence for contrast leakage around the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, menorrhagia. Lot number: a69935 manufacturing date: 2012-11 expiration date: 2015-11. Lot number: a69936 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A69935, a69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, vaginal bleeding, polycystic ovary, dysfunctional uterine bleeding, vulvovaginal human papilloma virus infection, sexually transmitted disease, uterine bleeding, spotting vaginal and menstruation irregular. Concomitant products included medroxyprogesterone acetate (depo-provera) from 26-apr-2013 to 30-jul-2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tranexamic acid (lysteda) from 19-dec-2013 to 14-feb-2017. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced anxiety ("mental anguish, emotional anguish / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / physical pain"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (d & c hysteroscopy with novasure endometrial ablation-(B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain, anxiety, depression and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patients treatments for bleeding. Essure confirmation test conducted on 30-jul-2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jul-2013: essure device was successfully occluded; on 30-jul-2013: total bilateral occlusion no evidence for contrast leakage around the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, menorrhagia. Lot number: a69935 manufacturing date: 2012-11 expiration date: 2015-11 . Lot number: a69936 manufacturing date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A69935, a69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, vaginal bleeding, polycystic ovary, dysfunctional uterine bleeding, vulvovaginal human papilloma virus infection, sexually transmitted disease, uterine bleeding, spotting vaginal and menstruation irregular. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish, emotional anguish / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / physical pain"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (d & c hysteroscopy with novasure endometrial ablation-(B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain, anxiety, depression and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patients treatments for bleeding. Essure confirmation test conducted on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. No evidence for contrast leakage around the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, menorrhagia. Lot number: a69935 manufacturing date: 2012-11 expiration date: 2015-11. Lot number: a69936 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. A69935, a69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oligomenorrhea, vaginal bleeding, polycystic ovary, dysfunctional uterine bleeding, vulvovaginal (B)(6) infection, sexually transmitted disease, uterine bleeding, spotting vaginal and menstruation irregular. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish, emotional anguish / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / physical pain"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (d & c hysteroscopy with novasure endometrial ablation- (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, anxiety, depression, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. No evidence for contrast leakage around the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Reporter information, aka name, lab data, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.